Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2015-08231.

Event description:
Device 2 of 2. Reference MFR report#1627487-2015-08223.

Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: model 3716, scs ipg, therapy date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2015-08231.

Event description:
Device 2 of 2. Reference MFR report#1627487-2015-08231.

Manufacturer narrative:
Results: the complaint for high impedance was not confirmed. The returned lead and lead accessories could not be accurately analyzed due to amount of damaged. The damage was consistent with explant damage. Continuity and resistance testing were not performed because no accurate assessment could be made due to the condition the lead. The complaint of lead migration cannot be analyzed through product testing alone. The claim will be confirmed base on the event description ¿when dissecting the s8 it was noticed that the lead had migrated caudal (originally implanted cervically). Contact 8 of the s8 was inside the neck of the cinch. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.